Manufacturer narrative:
Technical support (ts) had the customer do a hard reboot and then had the customer turn it on again, but it got stuck on the cns-6000 "please wait" screen. Ts had the customer turn off the cns and remove the hdd 1 and then turn it on with only hdd 2 installed. The cns booted up so ts had the customer re-insert hdd 1, but when they did this, the cns alarmed and the customer turned it off right away. Ts recommended for the customer to send in the unit to be repaired.

Event description:
The customer reported not being able to send strips to the emr. The customer rebooted the central nurse's station (cns), but the cns got into a boot loop. There was no patient injury reported.